Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03ezj, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapeutic effect. The patient reported return of symptoms on/off for the past year and not quite sure of the date. The patient wanted to have a device removed and stated would be seeing urologist again. It was reported that patient was diagnosed with urinary tract infection (uti) last month and was treated with antibiotics however it may be back, not sure. The patient stated that she had blood in her urine and was also being checked for kidney stones. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.